Event description:
It was reported that the console had an energy output failure. In addition, the console had crackling noises and smoke. There were no patient complications reported. Boston scientific has been unable to obtain additional information regarding the procedure outcome to date, despite good faith efforts.

Manufacturer narrative:
Correction to field b1: adverse event/product problem. The console was field service at the user's facility. The console was inspected, and it was identified that the debris shield had burn spots. It was recommended to replace the debris shield to resolve the issue. Therefore, the reported event was confirmed. Additionally, the energy was verified using a test fiber and the energy was within specifications.

Event description:
It was reported that the console had an energy output failure. In addition, the console had crackling noises and smoke. There were no patient complications reported. Boston scientific has been unable to obtain additional information regarding the procedure outcome to date, despite good faith efforts.